Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Patient additionally reported "experienced more arthritic and muscle issues than before"; this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Patient additionally reported "experienced more arthritic and muscle issues than before"; this event is not related to the device. Device has been explanted.